Manufacturer narrative:
Device evaluation. Based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on posterior side assessed as unidentified (tear) opening. As per the investigation procedure, missing shell, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound and MRI. Device has been explanted.

Manufacturer narrative:
Continued e1: (phone no.): (B)(6). Photo analysis: visual analysis of the photographs identified. It is not possible to determine, the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. Diagnosed via ultrasound and MRI. Device has been explanted.